Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/1/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: during investigation, the battery compartment was found to be cracked above and below the grip pad. Unrelated to the original complaint, the display appeared to be dim and discolored.